Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # fa08b0071, lot# fa10h019 and lot # fa08l007. Macroscopic and optical examination of the tip of the reduction sleeve did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the multi-axial screw head retention features; the tip-to-tip dimension actual measurements range from 10.71-10.90 mm. Visual and optical inspection identified multiple areas of damage in the multi-axial screw retention area. Functional evaluation was performed on all sleeves utilizing a sample extender and multi-axial screw; the multi-axial screw head was unable to be manually pulled out of the inner sleeves with the bone screw at maximum angulation. Surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medi al/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Witness marks on the upper walls, the bent tip condition of the inner sleeve, and the recent lot date code of the evaluated product suggest that aggressive release techniques may have been utilized. The above observations are consistent with misuse due to inappropriate surgical technique, which may have contributed to the foregoing event. A review of the device history records for these devices did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Enlargement of surgical incision. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
The extender came detached from the screw after the screw was inserter in the patient. The surgeon was able to complete the case with some "open" instruments but it is unknown, why the extender came off the screw. The nurse inserted it properly and tested the screw before handing it off to the surgeon. No patient complications have been reported.